Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified the cutting feature of all devices exhibit damage in the form of cracks or incomplete fractures. The material hardness is conforming to print specification on all of the returned reamers. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: modular center post reamer cat#: sbgl3007, lot#: 64627030. Modular center post reamer cat#: sbgl3007, lot#: ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00545, 0001822565 - 2021 - 00546.

Event description:
It was reported that when the surgery coordinator was checking trays, they realized this reamer is cracked in all three trays. Attempts have been made and additional information on the reported event is unavailable at this time.